Manufacturer narrative:
The field service engineer (fse) visited the customer site. The gear pressure was adjusted slightly. The malfunction was consistent with sample pipetting issues and foam on the sample. The investigation determined the issue was due to pre-analytical handling issues at the customer site.

Manufacturer narrative:
This event occurred in (B)(6). No issues were identified related to the cell rinse, reagent pipetting or carryover. Calibration and qc were acceptable. A sample clot alarm was observed during a review of the alarm trace. The investigation is ongoing.

Event description:
The initial reporter questioned low results for 3 patient samples tested for multiple assays on a cobas 8000 c 502 module. Based on the data provided, the results for 2 patients were discrepant when tested for bilirubin total gen. 3 (bilt3) and glucose hk (gluc3). Patient 1 initial result from a micro cup was 3.5 umol/l. The repeat result from the micro cup was 334.3 umol/l. On (B)(6) 2019 patient 2 initial gluc3 result from the primary tube was 0.1 mmol/l. The repeat result from the primary tube was 5.4 mmol/l. The results in question were not reported outside of the laboratory. The gluc3 reagent lot number was 399291. The expiration date was not provided. The bilt3 reagent lot number was 399922. The expiration date was not provided.